Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 16 synergy ii drug-eluting stent was selected for use. However, during preparation, it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.